Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that mesh was implanted to treat pelvic organ prolapse, cystocele and enterocele. It was further reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and neuromuscular problems. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair, enterocele repair, cystoscopy, simple cystometry, paravaginal defect repair and posterior ivs vaginal vault suspension.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.